Event description:
Pt seen in clinic on (B)(6) 2012. Patient's controller clip has broken off the back. Patient currently carrying in controller belt. Returned to clinic on (B)(6) 2012, controller exchanged without complications. Broken controller returned to thoratec.